Event description:
It was reported that a patient underwent l3-l5 tlif surgery to treat lcs. Post-op, on an unknown date, pedicle screws in the patient got broken. Patient's revision surgery was to be conducted on (B)(6) 2015. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor any applicable imaging studies were returned to the manufactured.